Event description:
It was reported that during a routine device changeout procedure, a rise in capture threshold as well as a drop in impedance was observed on the right ventricular lead. The patient was asymptomatic. The lead was explanted and replaced at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.